Event description:
The user facility reported a 64-year-old male patient was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella cp had a pump stop and the impella was removed. The patient was escalated to 5.5 support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. It was reported that impella cp pump stopped suddenly with no active alarms leading up to pump stop after 18 days of use. Failure was observed on day 18 of use, which is beyond the 8-day design life per design trace matrix (B)(4). The pump was returned for evaluation, and a large purge gap was observed. Data logs confirm no alarms leading up to a sudden high motor current pump stop. The root cause of the pump stop was bearing wear due to use beyond indicated design life.